Event description:
It was reported that during the implant procedure, the physician found it very difficult to get the wrench into the device grommet in order to tighten the setscrew. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. It was noted that the returned device indicated a loose/detached set screw. (B)(4).